Manufacturer narrative:
Exemption number e2019001. The clip remains in patient and there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of death, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a conclusive cause for the reported death. It is possible that patient conditions contributed to the death; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Patient ID: (B)(6). This is filed to report the patient death. It was reported that on (B)(6) 2019 the patient with grade 4+ functional mitral regurgitation (mr) underwent the mitraclip procedure. Two mitraclips were implanted reducing the mr to 2+. On (B)(6) 2019 the patient had heart failure with chest pain and shortness of breath. The patient was hospitalized on (B)(6) 2019 for one day and treated with medication. The patient was diagnosed with heart failure and developed pericardial effusion on (B)(6) 2019. The patient was discharged from the hospital on (B)(6) 2019. In the opinion of the physician, these events are not related to the mitraclip device and procedure. The patient expired of unknown cause on (B)(6) 2019. The device relationship to the death is unknown as the patient's family was unable to be contacted. No additional information was provided.